Event description:
On (B)(6) 2010, the following info was provided to cook endoscopy: during use the cutting wire broke on the cook endoscopy's tri-tome pc triple lumen sphincterotome. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. On (B)(6) 2010, the device was returned for eval. Upon eval, we confirmed the cutting wire securing component disconnected from the catheter. Although the initial report indicated that the cutting wire broke, the info on the location of the broken cutting was unable to the provided. Therefore, this report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. The cutting wire securing component disconnected from the catheter at the distal end. The cutting wire remains securely attached to the sphincterotome at the proximal end. No section of the cutting wire is missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record for the product said to be involved was conducted. During the manufacturing process, 1 product from this lot was scrapped for anchor pulled thru. The product was scrapped before releasing this lot of product lot distribution; therefore, rejects were not identified for the products in this lot that were distributed for use. The appropriate personnel were informed of this observation in an effort to heighten awareness. (B)(4) will monitor for trends. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the head for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. (B)(4) will continue to monitor for complaint trends.